Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Troubleshooting performed by the user found that the agitator was not rotating. The agitator was replaced and subsequent testing found the unit was functioning properly. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the 3t heater-cooler displayed an alarm during set up. There was no pt involvement.

Manufacturer narrative:
During review of this complaint, it was determined that this case is not reportable in the USA. The event involved the sorin heater-cooler system 1t device, model number 16-02-50, which is not distributed in the USA. This medwatch report should be voided, as the event was determined to be non-reportable. No further reports will be submitted regarding this event.